Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (# FDA-2014-n-0736-0995, awareness date 29-aug-2015 ). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that for 8 years she had pelvic pain, back pain, extreme fatigue, nickel allergy, hair loss, insomnia, dry skin, bloating, weight gain, dizziness, brain fog and forgetfulness. Consumer reported that she knows was essure that caused her all those things because in 2014, after her hysterectomy, all of it left her body. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain among other non-serious events for 8 years. After hysterectomy, all of it left her body. This event is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, considering implied temporal relationship, event's nature and recovery after removal (positive dechallenge), causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring..

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 10-oct-2015 ptc global number (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain among other non-serious events for 8 years. After hysterectomy, all of it left her body. This event is serious due to required intervention and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, considering implied temporal relationship, event's nature and recovery after removal (positive dechallenge), causality with essure use cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.